Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and esc buttons were not responsive. The time did not advance on the display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with unresponsive buttons due to flattened dome switch on the esc and act buttons. Lcd connector was inspected and no anomaly was noted. Unit was also received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.